Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (component codes, medical device ¿ problem code).

Event description:
N/a

Manufacturer narrative:
Due to character restriction in block e1: e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) drive manifold leaking. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code). Updated field: b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4,, d9, g1(contact person ¿ mfg site), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received part number 0103-00-0633 and 0104-00-0031 with a reported unit failure of the drive regulator calibration and the drive manifold leak test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008. A getinge field service engineer (fse) observed leak in k7, vacuum side of manifold. Replaced and observed during testing pressure regulator failing compressor performance test. Replaced regulator and corrected pressure performance test. The fse replaced the regulator,drive (d103-00-0633), drive manifold assembly (d104-00-0031), muffler,1 /8 npt (d103-00-0631). Unit passed all functional and safety tests per factory specifications, returned to customer. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a